Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 21 mg/dl at the time of incident. The customer reported the ambulance was called for their low blood glucose on (B)(6) 2016. Customer also reported having a reaction to the insulin, causing them to break out into sweats. The customer also reported falling asleep due to their low blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.